Event description:
Reported due to foot break found during device analysis. Report received from analysis of the perclose proglide device that the foot was broken and not returned with the device. The dr attempted closure of an arteriotomy site following an unk procedure. Reportedly, there was a "link break. The device was removed from the pt and hemostasis was achieved with a second proglide device. There was no reported pt injury as a result of this event. Although requested, no additional pt info was provided.